Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod less than 1 hour. The pod reportedly fell off the infusion site (abdomen). Additionally, the cannula was found to be bent. No treatment information was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: sp1a.210812.016.g973usqu9ixe3 hardware: sm-g973u cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.